Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: unable to duplicate reported complaint. The last basal delivery and the last bolus were recorded on (B)(6) 2013. Typical usage observed in alarm history. The black box shows a ¿replace cartridge¿ alarm on (B)(6) 2013 06:58; deliveries resumed (B)(6) 2013 13:36. On (B)(6) 2013 13:25 a ¿replace cartridge¿ alarm was also recorded; deliveries resumed 15:31. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. A time/date reset after power on resets was observed in the black box ((B)(6) 2013 11:39-> 13:34=1hr 55mins). Unrelated to the complaint, inspection of the internal battery showed it was leaking.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had been admitted to the hospital in diabetic ketoacidosis (dka) on (B)(6) 2013. Reporter states that when an air bolus is attempted with this pump no insulin comes out of the tubing. Patient is off pump on IV fluids and insulin. The health care provider has asked that the pump be replaced. Customer support (cs) review of pump found the basal rate and settings are correct, no alarms, tdd correct, but insulin not going through. This complaint is being reported as the pump issue was not resolved with troubleshooting and the patient experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.